Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow on (B)(6) 2021 where it was discovered that the patient's implantable cardioverter defibrillator had gone into elective replacement indicator mode on (B)(6) 2021. The physician attributed this to premature battery depletion, as the battery longevity was noted to be 3.2 months as of (B)(6) 2021. It was confirmed that this overestimation was taken from older battery data on (B)(6) 2020 before device capacitor maintenance took place, and was therefore not an accurate reading. The device did still experience premature battery depletion, and so the patient's device was explanted and replaced on (B)(6) 2021. There were no patient consequences.